Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bld180m 15d ss tubing separated and sprayed blood. The following information was provided by the initial reporter: material no.: 2477-0007 lot no.: 20065354. It was reported that the pump was beeping air in line, when they opened the door the tubing popped off and started spraying blood. Verbatim: I would like to report an infusion event that occurred. Date/time of event: (B)(6) 2020, time of event unknown (awaiting additional information from reporter). Pump beeping air in line, when they opened the door the tubing popped off and started spraying blood. Tubing saved: please provide biohazard bag to ship tubing. Per customer response: were there any adverse events that occurred as a result to the event? Rn was sprayed with blood, have not heard of any adverse events at this time.

Event description:
It was reported that as lvp bld180m 15d ss tubing separated and sprayed blood. The following information was provided by the initial reporter: material no.: 2477-0007 lot no.: 20065354 it was reported that the pump was beeping air in line, when they opened the door the tubing popped off and started spraying blood. Verbatim: I would like to report an infusion event that occurred. ¿ date/time of event: (B)(6) 2020, time of event unknown (awaiting additional information from reporter). ¿ pump beeping air in line, when they opened the door the tubing popped off and started spraying blood. ¿ tubing saved - please provide biohazard bag to ship tubing. Per customer response: -were there any adverse events that occurred as a result to the event? Rn was sprayed with blood, have not heard of any adverse events at this time.

Manufacturer narrative:
H6: investigation summary a sample was received and the customer's complaint of leakage was verified. A device history record review for model 2477-0007 lot number 20065354 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Though an investigation was performed, the root cause is unclear. It is important to stress proper pump loading protocols to ensure failures like this do not occur again.: see h.10.